Manufacturer narrative:
(B)(4). The returned product was not analyzed as the reported event of lead migration cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported after a trial procedure, the patient (clinical) was unable to feel stimulation. It was noted a brain mapping showed the lead was about one cm away from the ideal location. Therefore, the physician revised the lead position on (B)(6) 2015. After repositioning, impedances tested normal. However, the patient still did not feel stimulation. The next day, the sjm representative met the patient for reprogramming but effective stimulation could not be achieved. Subsequently, the patient underwent surgical intervention where the lead was explanted (reference MFR. Report# :1627487-2015-20664).